Event description:
The customer reports a false positive architect stat troponin-I assay result for one patient sample. The architect system generated positive results of 0.05 and 0.05 ng/ml. The laboratory uses a cut-off value of 0.04 ng/ml. The sample was sent to a reference lab were a negative result of less than 0.012 ng/ml was generated (non-abbott chemiluminescence method with a cut-off of less than 0.035 ng/ml). There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was completed using retained kits of reagent lot 14273un11 and an internal troponin-I panel. Acceptance criteria were met, which indicates acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of this current evaluation, it can be concluded that the architect stat troponin-I assay is performing acceptably. A product malfunction was not identified.